Event description:
It was reported that the patient had an epicardial tap due to a pericardial effusion. No right ventricular (rv) lead product problems were specified as a contributing factor. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.